Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the lead was not confirmed. Returned lead segments resistances measured normal.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced for increased thresholds. No additional adverse patient effects were reported. Supplemental report is being filed due to device evaluation and corrected the describe event or problem and the report source.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced for increased thresholds. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.